Event description:
On an unk date in 2004, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. In (B)(6) 2011, follow up evaluation revealed that the aneurysm sac had increased in size, with no sign of endoleak. On (B)(6) 2011, the devices were explanted and the pt was converted to an open repair.

Manufacturer narrative:
The device is being returned to gore for evaluation. Additional info will be included in the final report. Lot/serial numbers were requested, however according to the physician, that info is not available.